Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that after the pump was exposed to pool water, the pump powered off without alarming and then it emitted a replace battery alarm. The battery was replaced and still having issues with the pump. The patient reported they blow dried the battery compartment of the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and pump history revealed "replace battery" alarm in the history and was duplicated during the investigation. On examination, the pump had visible moisture in the display lens; however, no moisture was observed in the battery compartment. On testing, the pump powered on and displayed the verify screen and had audible and vibratory function. The "replace battery" alarm appeared when the pump rewind was performed and this alarm was unable to be cleared. The pump was exercised for 24 hours and failed. A case leak was found during leak testing. The pump cover was removed for investigation and revealed moisture inside the pump.